Manufacturer narrative:
Additional manufacturer narrative: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during an injection of depo provera, the needle became detached from the hub and was left in the patient's arm. The nurse had to remove the needle from the patient. The patient then had to have a second depo provera injection. The outcome was considered resolved.

Manufacturer narrative:
One hypodermic needle pro component was returned for evaluation. The component was received outside its original packaging and attached to a non-smiths medical syringe. The needle component of the device was not returned. A review of the device history record of the reported lot, found not discrepancies or anomalies relevant to the reported event. During functional testing, the male luer of the pro component was inspected with a luer taper gage. The male luer was found to be within specification. The pro component was then leak tested; no leakage was observed. As the needle component was not returned, no further root cause investigation could be performed; therefore, investigation and evaluation could not determine the root cause of the needle detachment. Additional information included in follow-up report: device evaluation completion date (07/29/2016).